Event description:
It was reported that during an aneurysm treatment with the pipeline embolization device, the stent became kinked at the tail end near the marker during deployment. The stent remained kinked and could not be opened after multiple retrieval and redeployment attempts. Resistance was encountered when retrieving the stent back into the phenom 27 microcatheter. The stent was used for the treatment of an unruptured saccular aneurysm. The tip end and midsection of the stent opened smoothly, but the tail end kinked in a relatively straight segment of the vessel. The operator attempted several tension adjustments, which were ineffective. The stent was withdrawn into the microcatheter and removed from the patient's body. Both the stent and microcatheter were replaced. Dual antiplatelet treatment was administered. The procedure was completed successfully with a replacement pipeline embolization device stent. No patient complications have been reported as a result of this event. The patient's vessel tortuosity was minimal. The devices were prepared and flushed according to the instructions for use (IFU).

Manufacturer narrative:
Continuation of d10: product ID ped-500-35 (d042184); medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated b5, d9 h3: analysis results were not available at the time of this report. A follow-up will be sent once analysis is complete. H6: the evaluation codes have been updated for this event medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received. The cause of the event was not determined. Resistance was encountered in the middle section of the catheter. A continuous saline flush was administered and maintained as indicated in the IFU. No damage to the pipeline pushwire or catheter was observed.

Manufacturer narrative:
Product analysis as found condition: the pipeline flex braid and phenom 27 returned for analysis within shipping box; and within a plastic bio-pouch. The pipeline flex pushwire was not returned for analysis. Therefore, any contributing factors could not be assessed. However, the pipeline flex braid was returned stuck within catheter hub. Damage location details: the distal and proximal ends of pipeline flex were found fully opened and damaged. No flash or voids molded were observed in the hub. The catheter body was found to be kinked at ~10.8cm from the hub and ~12.5cm from distal end. The catheter tip and marker band were examined; and no damage was found. No other anomalies were observed. Testing/analysis: the total and usable lengths of the catheter were measured to be within specifications. The catheter was cut to remove the braid from the catheter hub. The catheter was flushed with water and water exited out from the distal tip. The catheter was then tested by running an in-house 0.0265¿ mandrel through catheter tip and hub. The mandrel successfully passed through the catheter hub and tip with no issues; however, the resistance observed at the damaged locations. Conclusion: based on the analysis findings, the pipeline flex shield could not be confirmed to have failure /incomplete open at proximal as the proximal end of pipeline flex braid was found fully opened and damaged. However, the root cause for damage could not be determined. Possible causes of ¿failure/incomplete open¿ include vessel tortuosity, damaged braid, and deployment of the braid in the vessel bend. It was noted the patient's vessel tortuosity was minimal. Which eliminates this factor out as potential causes. Additionally, the pipeline flex and phenom 27 catheter were confirmed to have resistance during retrieval as the pipeline flex braid was stuck inside the catheter hub. In addition, the pipeline flex braid and phenom 27 catheter were found to be damaged. The pipeline flex pushwire was not returned for analysis. Any contribution of the pushwire towards the resistance could not be assessed. Possible causes include damaged catheter, burrs, bumps, kinks or other damage on ped or pushwire, frayed ends on braid, patient vessel tortuosity, user does not maintain continuous flush, and users pulls back on/torques wire while advancing ped in microcatheter. The patient's vessel tortuosity was minimal and the catheter was continually flushed with heparinized saline as indicated in the IFU. Which eliminates these factors out as potential causes. However, the root cause could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.